Event description:
Covidien received information from a customer stating that the cuff on a shiley fenestrated tracheostomy tube (8fen) would not stay inflated. The incident occurred in the operating room during a tracheotomy procedure. The scrub nurse pre-tested the cuff by inflating it with 6cc of air. The cuff was checked by the surgeon and placed in the patient. Upon re-check after placement, the cuff was found to be deflated. The cuff was checked again and would not stay inflated. As a result, the physician removed the tube and replaced it with another device of the same type. The patient was not injured as a result of the recannulation.

Manufacturer narrative:
The customer disposed of the actual tube involved in the incident. The lot number was requested but not yet reported by the customer. As a result, the date of manufacture cannot be determined. (B)(4).